Event description:
Unable to flush port in physician office. X-ray revealed local extravasation at entry point of contrast material and evidence for a portion of the catheter located within right atrium. Distal catheter removed under fluoroscopy guidance 12/2/96. Proximal portion removed under local anesthesia 12/3/96.